Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. The compressor for the pressurized infuser inside the main unit does not have enough power, so the pressure does not increase when the load is heavy. The device will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pressure infuser malfunctioned (pressure is not high enough). There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.